Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had not used or charged the scs system implantable pulse generator since approximately (B)(6) 2020. Consequently, the patient programmer showed a communication error and the charger could not locate the generator. Surgical intervention was taken and the patient's scs system generator was replaced and stimulation therapy restored postoperatively.